Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the swan neck nozzle was almost occluded so that the bottle became over inflated with the flow rate of 8-10l/m. No patient injury reported.